Event description:
"Attempted to start an IV on a pt three different times. Two people started these ivs. Each time, the IV threaded into the vein and then collapsed upon itself. Rptr did get blood flash back, but could not run fluids. The catheter tips are collapsed when rptr takes them out of the pt."